Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the green sutures of the sewing ring were cross tied and caused bleeding at the sewing ring/inflow cannula.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event could not be confirmed, and a specific cause for the event could not be conclusively determined through this evaluation. Additional information regarding the event/patient was requested from the account; however, no further information has been provided at this time. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated by the account. The heartmate ii left ventricular assist system IFU (instructions for use), rev. C, and the heartmate ii patient handbook rev. C, are currently available. Section 1 of the IFU, "introduction," outlines potential adverse events, which includes bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, "surgical procedures," provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. Prior to leaving the operating room, the surgeon is instructed to obtain hemostasis before closing all wounds in the standard fashion. Furthermore, the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.